Manufacturer narrative:
Device evaluated by manufacturer: received catheter device loaded with metal stiffening cannula and residue was present in the device to indicate use. From a visual evaluation, it was found that the distal end/ pigtail of the catheter was straightened out by the loaded metal cannula. The proximal end of the metal cannula with hub/cap was found to be bent, kinked and broken off from the working length of the cannula. The distal end of the cannula was stuck inside the distal tip of the catheter and catheter tip was cut open to remove the metal cannula. Evaluating both sections of broken metal cannula, it was found that the metal cannula was bent, kinked and broken likely during customer attempt to remove the cannula from the catheter. The exact working length and od of the metal cannula could not be measured at this time due to condition of the cannula (bent, kinked and broken). The metal cannula broke approximately 20 mm from the distal end of the hub/cap. Evaluating the catheter, white material was found to be stuck to the distal end (pigtail) of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the event description and product analysis, it appears that the force applied by the user distally onto the catheter device loaded with flex cannula during insertion and the force proximally onto the tip of the catheter by the patient anatomy caused the distal end of the cannula to enter the tip step of the catheter tip inner diameter. The cannula lodged in the catheter tip caused retraction to be impossible and the metal cannula bent, kinked and broke likely due to force exerted by the user in trying to remove the cannula from the catheter. The catheter with suture was intact. This investigation will be assigned the most probable root cause classification of operational context as device performance was limited due to anatomical/procedural factors. Also from the investigation, it was found that traces of white material were stuck to the distal end/ pigtail section of the catheter. Based on the evaluation of other devices for this issue, it appears that the coated section of the catheter device stuck to the packaging card (insert) which is packaged inside the pouch with the catheter. And during shipping/ handling, the white material from the packaging card adhered to coated sections of the catheter when the catheter separated from the packaging card. The most probable root cause for catheter device sticking to the packaging card during transit/storage and subsequently white material from packaging card sticking to the catheter is design due to packaging design change which introduced the packaging card inside the pouch. (B)(4).

Event description:
Determined to be reportable based on analysis completed on (B)(6) 2011. It was reported that during a biliary drainage treatment procedure, the cannula became stuck. This was located in the common biliary duct. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as none. Analysis revealed a foreign substance on the device.